Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus express2 2.5x12mm drug eluting stent became flared and subsequently became stuck in the non bsc guide catheter. The entire system was removed and the procedure was completed with a new guide catheter and a different stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint for stent damage. The product was returned with the stent delivery system (sds) still in the guide catheter. The proximal stent damage appeared to restrict the sds from being pulled back into the guide. The distal end of the sds was observed under magnification and the stent was found to have moved 4mm distally on the balloon and two segments on the proximal side of the stent were flipped back 135 degrees. The damage extended around the circumference of the stent for 270 degrees. It should be noted that there was no evidence of manufacturing defect or anomaly within the manufacturing records reviewed for the reported batch. It was not possible to determine how or when the stent occurred. The most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.